Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was inappropriately shocked 2 times in primary vector due to noise and oversensing. It was noted the noise was possibly myopotential noise. The shock impedance measurement post shock was 194 ohms. Technical services (ts) discussed troubleshooting and programming options. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received that this patient received 2 additional inappropriate shocks (ias) due to oversensing of p waves and qrs complex. The shock impedance measurement was high at 198 ohms, remaining within normal range. Technical services (ts) recommended imaging. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a new s-ICD, which remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was inappropriately shocked 2 times in primary vector due to noise and oversensing. It was noted the noise was possibly myopotential noise. The shock impedance measurement post shock was 194 ohms. Technical services (ts) discussed troubleshooting and programming options. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received that this patient received 2 additional inappropriate shocks (ias) due to oversensing of p waves and qrs complex. The shock impedance measurement was high at 198 ohms, remaining within normal range. Technical services (ts) recommended imaging. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was inappropriately shocked 2 times in primary vector due to noise and oversensing. It was noted the noise was possibly myopotential noise. The shock impedance measurement post shock was 194 ohms. Technical services (ts) discussed troubleshooting and programming options. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received that this patient received 2 additional inappropriate shocks (ias) due to oversensing of p waves and qrs complex. The shock impedance measurement was high at 198 ohms, remaining within normal range. Technical services (ts) recommended imaging. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a new s-ICD, which remains in service. No additional adverse patient effects were reported.